Event description:
Philips received a complaint on the v60 ventilator indicating that the device restarted while in patient use. There was no patient or user harm reported. No patient information was disclosed. The customer informed the remote service engineer (rse) that the device restarted and then produced a check ventilator notification while continuing to provide ventilation. The device was swapped with another ventilator and brought to the biomedical engineer (bme) shop for evaluation. In the bme shop the device was plugged into alternating current (ac) power and both yellow light-emitting diodes (leds) were illuminated on the front panel indicating that the battery was fully charged. The rse noted that error codes 1101 (check vent: ventilator restarted) and 3007 (software exception) were logged in the device¿s event log together. The rse advised the customer to perform an extended run of the device to see if the issue duplicated and to reload the software as a precaution. The customer requested the device be sent into the bench repair center for evaluation.

Manufacturer narrative:
The device was sent back to the bench repair center. Like before, a bench service engineer (bse) evaluated the device, letting it run for several days, but could not duplicate the alleged issue of the device going blank. The bse stated that the issue could recur if the central processing unit (cpu) printed circuit board assembly (pcba) was not replaced, so it will be ordered and replaced as a preventative measure once the component is available.

Manufacturer narrative:
A bench service engineer (bse) evaluated the device by running the device for several days over a weekend but could not duplicate the reported issue. The bse inspected the device's diagnostic report (drpt) and found the previously confirmed error codes of 1101 and 3007. The bse determined that the central processing unit (cpu) printed circuit board assembly (pcba) would require replacement. The investigation is ongoing.

Manufacturer narrative:
At the bench repair center, a bench service engineer replaced the cpu pcba. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed, confirming that it was fully functional. The device will be returned to the customer ready for use.

Manufacturer narrative:
A bench service engineer (bse) could not duplicate the reported issue through testing but found error codes 1101 and 3007 in the device's diagnostic report (drpt). The bse recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba) to prevent recurrence. The bse decided that the device would be returned to the customer unrepaired. The customer was unresponsive to the quote provided for a recommended replacement cpu pcba and further service, so the quote was canceled, and no further repair was completed. No parts were installed, no tools were used, and no further testing was performed. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer received the device back at their site unrepaired due to the expired service quote. The customer called the remote service engineer back to request another bench service so that the device could be sent back in for repair. The investigation is ongoing.